Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a procedure performed on (B)(6) 2022. During preparation, the clip was unable to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).